Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.patient information and event date were requested, but no response received from the customer.

Event description:
The customer reported that the ventilator alarmed with spi bus failure occurrence. The customer reported that the unit was in use on patient, but there was no patient harm reported.

Manufacturer narrative:
The field service engineer replaced the data acquisition (da) pcba to motor controller (mc) pcba cable and installed the mc pcba retention bracket to resolve the reported issue. Unit passed required performance verification tests per philips standards.